Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Per call received from the patient ,was notified that his device has already been removed as it didn't work for him. He said that he just had trouble with the device. There were no further complications reported.